Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there the tube pushed off the collection needle device. This occurred on an an unspecified number of devices. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd received four photos and one video for investigation. The analysis of the photos did not show any evidence of tube push off, however, the video did show tube push off. A total of ten retained samples were used in functional tests, and none of the tubes pushed off the needles. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there the tube pushed off the collection needle device. This occurred on an unspecified number of devices. There were no health consequences or impacts reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.